Event description:
It was reported that during a da vinci assisted surgical procedure, a force bipolar instrument with a broken wrist hinge, where a metal portion of the wrist had protruded and appeared to be breaking off. The clinical team initially had difficulty removing the instrument because it became stuck, but they eventually removed it, replaced it with another instrument, and continued the procedure. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success.